Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.

Event description:
Clinical study. It was reported that right after a coronary artery drug eluting stenting procedure, the patient had a myocardial infarction (mi). The index procedure treated as ostial lesion in the proximal left anterior descending artery (prox lad) with successful placement of a taxus express2 3.0x12mm drug eluting stent. Target lesion characteristics were not provided. After the index procedure and prior to the discharge, the patient had a non-q wave mi. Peak ck-mb value was 28 at the time of mi. The patient was taking aspirin and plavix at the time of the event. The patient was discharged the next day on aspirin and plavix. No further information was provided, but has been requested.